Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level. Customer's blood glucose value was 2.9 mmol/l at the time of the incident and other blood glucose was 3.6 mmol/l. The customer was treated with food. Customer called in to say she was having issues getting into automode. Customer reported loss of communication between insulin pump and transmitter. The insulin pump will not be returned for analysis.